Manufacturer narrative:
Getinge field service engineer (fse) informed by the customer that the equipment display is tremendous, causing display problems on the panel during its use. Problem did not occur during the whole day it was in tests, however, the panel was opened and an internal lipexe done on the board and its connectors to prevent the problem described return to occur. Equipment was cycling for more than 1 hour and didn't showed no abnormality in its operation. Equipment released for use.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) screen is disappearing and deleting the image. There was no patient involvement.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) screen is disappearing and deleting the image.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : hospital das clinicas da faculdade de medicina da usp due to character restrictions in block e1 address : av. Dr. Enéas carvalho de aguiar, 44 cerqueira césar a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.